Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an interrogation, it was noted that the device had recorded multiple episodes of atrial high rates, however, the egm said the data was invalid. The interrogation session was ended, and the data was cleared. A subsequent interrogation revealed that the episodes were now gone and could not be retrieved. The device remains in use. No patient complications have been reported as a result of this event.